Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving dilaudid via an implantable pump for non-malignant pain. It was reported that the patient's first pump malfunctioned and had to be replaced. No further information was available.